Manufacturer narrative:
The reason for return was confirmed, the device reached end of service on (B)(4) 2015 due to excessive charging due to non-sustained vt/vf. Bench tests demonstrated the device had normal functionality although the battery voltage compromised hv charging. When the electronics module was supplied with normal power from a power supply, hv charging performance was normal. No device anomaly was detected during analysis. The longevity is normal due to an excessive amount of high voltage charging.

Event description:
It was reported that device reached end of life after 1 year due to excessive charging. The device was replaced. There was no report of adverse consequences for the patient.